Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device [545050501/7997118] number, and no non-conformances / manufacturing irregularities were identified. H10 additional narrative: dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements added: d10 corrected: d2b.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address instability. Medical records received 17 jun 2019 were reviewed 17 sep 2019 for MDR reportability. On (B)(6) 2015 the patient underwent a left knee arthroplasty due to right knee degenerative joint disease. Two depuy cement products were used during the primary operation. During the procedure it was noted that the tibial the surgeon reported no intraoperative complications. On (B)(6) 2018, the patient underwent a left revision due to pain and metal allergy. All competitor components and cement were utilized during this procedure. Tibial tray, insert, and femoral component were revised. No mention of revising the depuy patella. There were no intraoperative complications noted. Doi: (B)(6) 2015. Dor: ''(B)(6) 2019'', (left knee).